Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has high pacing lead impedances of over 2000 ohms and daily measurements programmed off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).